Manufacturer narrative:
(B)(4). Batch #: t5cx6z. Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional test was performed due the condition of the device. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap gastric sleeve, the plee60a is firing well when it is not articulated, but when articulation is done firing is not happening. Also tried to test dry firing without reload the same happened. So, doctor complained that possible there is a technical error. The surgery was delayed by 10-minutes. New plee60a was used. The surgery was successfully completed. There were no patient consequences and no change in post-op care.